Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device indicated that the device exhibited a full power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.